Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the bottle tray.

Event description:
A customer reported that during power up, the aia-360 analyzer will turn off and on by itself when powering up the instrument. The customer confirmed the analyzer is plugged into a designated outlet and has rebooted the analyzer multiple times with no luck. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and cardiac troponin (ctnl-2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the issue upon powering on the analyzer. The fse verified all connections for the main board and sens board. The fse then removed the sens board to confirm that there was no damage to the fuses on the power board. The fse checked and verified voltages on the sens board and found that several leds on the sens board flickering on/off, whereas normally they would remain on. The fse replaced the power board, switching power source, and then verified the voltages and all leds on the sens board stayed on. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no errors generated. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 service manual under section 1-2: troubleshooting installation and startup errors states the following: 1.2.1: turning on system power 1.2.1.1: system power does not come on confirm that power supply cable is properly connected. Check to see if there is current leakage in the system. Check for burnt-out system fuses. The most probable cause was traced to component failure of the sens board.

Manufacturer narrative:
The aia-360 analyzer power supply switching and power board were returned to tosoh instrument service center (isc) for investigation. No visual damage to either returned part was identified. No broken or damaged component identified. Isc performed functional tests for both returned products with passing results. The power supply switching was connected to a power source and tested using a multimeter using the correct voltage range and it was found to be working properly. Isc tested the voltage of the power board and found no voltage fluctuations or any malfunctioning component. The power supply switching and power board meets specification. Isc was unable to replicate the complaint and therefore is unable to confirm the complaint since both parts met specification. The most probable cause for the reported event could not be established.